Manufacturer narrative:
Article citation: hrones m, harigopal m, xu m, abi-raad r. Breast implant-associated anaplastic large-cell lymphoma: a series of two case reports diagnosed by cytopathology. Diagnostic cytopathology. 2022; 1-3. Doi: 10.1002/dc.25052. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymphoma-alcl" and "seroma-late".

Event description:
Through journal article "breast implant-associated anaplastic large-cell lymphoma: a series of two case reports diagnosed by cytopathology", patient experienced "enlargement of reconstructed left breast, and an ultrasound showed a seroma in the lower outer quadrant" and "pathologic findings were consistent with bia-alcl." Histopathological markers cd30+ and alk- have been received. No adjuvant treatment was given. Device has been explanted and replaced. This represents the left side. The patient was disease-free after implant removal. Manufacturer of device is unknown.